Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single lumen, kit, 6f products is identified in d2 and g4. Additional follow up information was obtained, and the case was reassessed for reportability. Based on the confirmation of extravasation at the infusion site the event was determined to be reportable as a serious injury. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport slim implantable port with attached catheter was returned for evaluation. Gross visual, microscopic, tactile, functional evaluations were performed. An in house syringe with dye water was attached to a safety infusion set and the non coring needle was inserted into the port septum. The port body was patent to both infusion and aspiration. Upon infusion, what appeared to be slight thrombus, was observed with water exiting the distal end of the attached catheter. Hydrostatic pressure was applied by clamping the distal end of the attached catheter. An in house syringe with dye water was attached to a safety infusion set and the non coring needle was inserted into the port septum. Upon infusion, no leaks were observed throughout the device. Therefore, the investigation is unconfirmed for the reported fluid leak issue as no leaks were observed throughout the device. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b2 (event attributed to), b5, g3, h1, h6 (patient, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using an IV catheter in the left upper arm for rectal cancer treatment. On (B)(6) 2025, during infusion therapy, subcutaneous leakage was confirmed at the port site. The catheter was subsequently removed on (B)(6) 2025, and reinserted in the right upper arm. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure via IV catheter in the left upper arm. On (B)(6) 2025, post the placement, it was reported that there was subcutaneous leakage. The catheter was subsequently removed on (B)(6) 2025 and reinserted in the right upper arm. There was no reported patient injury.